Manufacturer narrative:
Event summary: upon visual inspection of flexcath advance sheath 4fc12 / 67944-098, results show the device was intact with no apparent issues. Additionally, the stopcock was attached to the device and was tight. Multiple aspirations and injections were performed without leaks. The hemostatic valve was leak tight as well as the valve assembly. In conclusion, the reported detached stopcock issue has not been confirmed through visual inspection and testing. The sheath passed the returned product inspection.

Event description:
It was reported that during a cryoablation procedure, the stopcock fell off the sheath. The sheath was replaced and the case was completed with cryo. No patient complications have been reported as a result of this event.